Event description:
It was reported that PICC inserted on (B)(6) 2023 for chemotherapy. PICC fracture discovered during CT contrast scan. Full length of PICC successfully removed post scan, 2x splits noted between 13 and 14cm (line 9cm external). New PICC inserted. Secured with securacath, skin glue and statlock. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated. Two splits were observed between the 13cm and 14cm depth markers. Additionally, a kink was identified just past the 14cm depth marker. Both catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that PICC inserted on (B)(6) 2023 for chemotherapy. PICC fracture discovered during CT contrast scan. Full length of PICC successfully removed post scan, 2x splits noted between 13 and 14cm (line 9cm external). New PICC inserted. Secured with securacath, skin glue and statlock. No other information provided.

Event description:
It was reported that PICC inserted on (B)(6) 2023 for chemotherapy. PICC fracture discovered during CT contrast scan. Full length of PICC successfully removed post scan, 2x splits noted between 13 and 14cm (line 9cm external). New PICC inserted. Secured with securacath, skin glue and statlock. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Note that a customer-provided image and x-ray were also provided by the complainant. Those images supported the initial conclusions obtained through analysis of the physical sample.